Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of four in peritoneal dialysis. The patient was connected at the time of the alarm. The technical service representative explained the alarm to the patient. The second bag is completely empty. No leaks seen. The patient already cycled power on the homechoice once. The technical service representative had the patient cycle again to get back to the start. The patient will finish treatment with a manual bag. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.